Event description:
A caller reported a delivery issue with the a replacement adc device. The replacement device was issued due to the device not powering on with button press or strip insertion. Due to the delivery delay, the customer did not have a device to monitor glucose and indicated they experienced seizure. The customer was taken to the hospital where they received unspecified treatment. No further details were provided as customer indicated they could not recall event due to alzheimer's. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with the a replacement adc device. The replacement device was issued due to the device not powering on with button press or strip insertion. Due to the delivery delay, the customer did not have a device to monitor glucose and indicated they experienced seizure. The customer was taken to the hospital where they received unspecified treatment. No further details were provided as customer indicated they could not recall event due to alzheimer's. There was no report of death or permanent injury associated with this event.